Manufacturer narrative:
(B)(4). D10: 650-1158, item name: delta cer fem hd 28/0mm t1, lot #: 3033285. 110024465, item name: g7 dual mobility liner 46mm g, lot #: 66494252. The device will not be returned for analysis as it¿s location is not known; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch will be submitted

Event description:
It was reported that the patient underwent a revision procedure one month post implantation due to a fall that lead to a peri-prosthetic fracture. The stem, head and bearing were all exchanged. There is no additional information available at the time of this report.

Event description:
There is no update to the prior event description provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Visual examination of the provided picture identified the explanted stem with biodebris. Without product return, further evaluation cannot be conducted. Review of the device history record identified no deviations or anomalies during manufacturing. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.